Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) reviewed the instrument files and there were no instrument related issues observed. There was an indication of abnormal aspiration, which may have resulted from the presence of fibrin in the sample. The serum sample cup was empty after the sample was run, indicating a short sample. The potential cause of the discordant falsely elevated ltni result is pre-analytical handling factors. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and a new sample was drawn and was repeated, resulting lower. The repeat result of <0.017 was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.